Event description:
Leica biosystems received a complaint that tissue samples exhibited sub-optimal processing and may be undiagnosable. On 06 october 2016, leica biosystems received confirmation that seven (7) cases were undiagnosable and would require rebiopsy. Patient identifier information was provided for all cases and separate reports have also been submitted for all cases. (B)(6). Report numbers for all cases are as follows: 1423337-2016-00017, 1423337-2016-00018, 1423337-2016-00019, 1423337-2016-00020, 1423337-2016-00021, 1423337-2016-00022 and 1423337-2016-00023. Please refer to these reports for specific details of the other patients involved.